Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the office would not disclose the patient's health, so it was not applicable whether the withdrawal had been resolved. The explanted pump was sent to the hospital's pathology lab and would not be returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (17.99 mg/day, 20 mg/ml) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that there were repeated pump stalls. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting was unknown. The pump was being replaced. The issue was not resolved. The patient status was 'alive - with injury.' The patient was intubated and in withdrawal. No further complications were reported.